Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during functional testing and archive data review. The root cause for the reported issue was due to the drivetrain motor brake gap being out of specification. Upon visual inspection, no physical damage was observed. Unable to perform functional testing due to "system error", out of service, revert to manual CPR" error message displayed upon powered on the device. The archive data review showed occurrence of "system error [139] - unable to hold compression position" error message on the reported event date. The drivetrain motor needs to be replaced to remedy the issue. The service and final test were not performed because the customer declined the repair quote. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.